Manufacturer narrative:
Our information to date in review of our physician training records for this procedure does not indicate that the physician was trained by spnc. The physician may have been trained and certified by other qualified users. Our local sales representative was not informed of this physician, nor were they present at the case.

Event description:
This case was passed along during a casual conversation to the spnc representative by a fellow who was present during the case. Several attempts for additional information have been made without success. This left-sided, lead removal procedure was conducted in the ep lab with both an arterial line placement and fluoroscopy used throughout the procedure. Indication for this procedure was an occluded vessel and rv lead (lead age 11 yrs) replacement. The md attached a lld to the distal tip of the rv lead and began lasing with a 16f sls. It was reported the md encountered significant resistance and began pushing harder on the sls until the cardiac lead gave way and the sls jumped forward. Almost immediately the patient's arterial blood pressure dropped. The CT surgeon was present and performed an emergent sternotomy. The cardiac injury was repaired, but the patient unfortunately did not survive the surgery. No devices were retained for return engineering analysis, and no serial numbers were provided, thus an internal lot history review was unable to be performed.